Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. During the follow up it was noted that the implantable cardioverter defibrillator had oversensing episodes. Programming changes were made and the patient was stable.